Manufacturer narrative:
Ge healthcare's investigation into the reported occurrence is still ongoing. A follow-up report will be issued when the investigation has been completed. (B)(4). The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Device evaluation anticipated, but not yet begun

Event description:
The hospital reported that, during patient use, the unit stopped and a message about the respiratory system occlusion was displayed. There was no reported patient injury.

Manufacturer narrative:
Periodic replacement of the expiratory filter resolved the reported issue.